Event description:
It was reported that an unspecified quantity of integrated apd set w/cassettes had water/moisture in the tubing. This was observed before use of the devices for peritoneal dialysis therapy. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.